Event description:
Just prior to the onset of cardiopulmonary bypass, the user accidentally knocked off the cover to the roller pump causing a one minute delay. The user retrieved the cover and placed it back on the pump, restoring function to the pump. The patient was not in distress and the one minute delay had no impact on the care of the patient. The surgical procedure was completed successfully with no adverse consequences to the patient as a result of this event.